Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. There was no impact to the customer¿s blood glucose level. The customer confirmed that screen was responsive after troubleshooting and continued using the pump for insulin therapy.